Event description:
German affiliate reports valve was implanted and reprogrammed to address overdrainage condition. Because of further progredient hygroms; the valve was explanted and it was found that the programming was stopped.